Manufacturer narrative:
This is the marker FDA 3500a form for medical device reporting variance e2020002 for the essure system ((B)(4)) submitted by bayer on 10aug2020 for the period, 01jul2020 to 31jul2020. ;;;a spreadsheet of MDR line-item data for the reports referenced in this report can be found on the "problems reported with essure" page of the FDA web site. ;;;a. Total number of reports: ;;; 1. By report type: 3314 serious injuries, 63 malfunctions, and 10 deaths ;;; 2. By patient problem code(s): ;;; 1019 reports associated with patient problem code 3191: no code available. ; 624 reports associated with patient problem code 1994: pain. ; 600 reports associated with patient problem code 2121: uterine perforation. ; 377 reports associated with patient problem code 2687: foreign body in patient. ; 284 reports associated with patient problem code 3165: device fragments in patient. ; 248 reports associated with patient problem code 3193: pregnancy. ; 77 reports associated with patient problem code 1819: pregnancy, ectopic. ; 74 reports associated with patient problem code 1685: pain, abdominal. ; 65 reports associated with patient problem code 1888: hemorrhage. ; 60 reports associated with patient problem code 2666: heavier menses. ; 55 reports associated with patient problem code 1962: miscarriage. ; 52 reports associated with patient problem code 1907: hypersensitivity. ; 49 reports associated with patient problem code 2001: perforation. ; 36 reports associated with patient problem code 1855: death, intrauterine fetal. ; 30 reports associated with patient problem code 2000: pelvic inflammatory disease. ; 25 reports associated with patient problem code 1688: abortion. ; 23 reports associated with patient problem code 2607: weight fluctuations. ; 21 reports associated with patient problem code 1959: menstrual irregularities. ; 18 reports associated with patient problem code 1877: hair loss. ; 17 reports associated with patient problem code 2355: arthralgia. ; 16 reports associated with patient problem code 2668: bowel perforation. ; 13 reports associated with patient problem code 2033: rash. ; 13 reports associated with patient problem code 2060: scar tissue. ; 13 reports associated with patient problem code 2601: distention. ; 11 reports associated with patient problem code 1880: headache. ; 11 reports associated with patient problem code 1987: organ(s), perforation of. ; 11 reports associated with patient problem code 2328: anxiety. ; 10 reports associated with patient problem code 1800: cyst(s), formation of. ; 10 reports associated with patient problem code 1802: death. ; 10 reports associated with patient problem code 1865: flatus. ; 9 reports associated with patient problem code 2475: prolapse. ; 8 reports associated with patient problem code 2091: swelling. ; 7 reports associated with patient problem code 2359: malaise. ; 7 reports associated with patient problem code 2361: depression. ; 6 reports associated with patient problem code 1732: autoimmune disease. ; 6 reports associated with patient problem code 1932: inflammation. ; 6 reports associated with patient problem code 2465: labor, premature. ; 5 reports associated with patient problem code 1695: adhesion(s). ; 5 reports associated with patient problem code 2102: thyroid problems. ; 5 reports associated with patient problem code 3262: cancer FDA. ; 4 reports associated with patient problem code 1849: fatigue. ; 4 reports associated with patient problem code 2348: injury. ; 3 reports associated with patient problem code 1831: emotional changes. ; 3 reports associated with patient problem code 1928: incontinence. ; 3 reports associated with patient problem code 1930: infection. ; 3 reports associated with patient problem code 2067: sepsis. ; 3 reports associated with patient problem code 2330: discomfort. ; 3 reports associated with patient problem code 2375: fasciitis. ; 3 reports associated with patient problem code 3274: constipation. ; 2 reports associated with patient problem code 1204: vessel or plaque, device embedded in. ; 2 reports associated with patient problem code 1498: pulmonary embolism. ; 2 reports associated with patient problem code 1724: arthritis, rheumatoid. ; 2 reports associated with patient problem code 1735: infection, bacterial. ; 2 reports associated with patient problem code 1884: hematoma. ; 2 reports associated with patient problem code 1958: memory loss. ; 2 reports associated with patient problem code 1966: muscle spasm(s). ; 2 reports associated with patient problem code 1970: nausea. ; 2 reports associated with patient problem code 2240: hernia. ; 2 reports associated with patient problem code 2278: urticaria. ; 2 reports associated with patient problem code 2415: numbness. ; 2 reports associated with patient problem code 2428: fracture, tooth. ; 1 report associated with patient problem code 1610: syncope. ; 1 report associated with patient problem code 1706: anemia. ; 1 report associated with patient problem code 1710: angina. ; 1 report associated with patient problem code 1726: asthma. ; 1 report associated with patient problem code 1759: cancer, breast. ; 1 report associated with patient problem code 1773: cervical changes. ; 1 report associated with patient problem code 1808: dementia. ; 1 report associated with patient problem code 1829: embolism. ; 1 report associated with patient problem code 1874: gastritis. ; 1 report associated with patient problem code 1887: hemoptysis. ; 1 report associated with patient problem code 1908: hypertension. ; 1 report associated with patient problem code 1952: ligament(s), damage to. ; 1 report associated with patient problem code 1954: liver dysfunction. ; 1 report associated with patient problem code 1969: myocardial infarction. ; 1 report associated with patient problem code 1979: nerve damage. ; 1 report associated with patient problem code 2011: pneumonia. ; 1 report associated with patient problem code 2021: pulmonary infarction. ; 1 report associated with patient problem code 2034: raynauds phenomenon. ; 1 report associated with patient problem code 2039: renal disease, end stage. ; 1 report associated with patient problem code 2041: renal failure. ; 1 report associated with patient problem code 2072: shock. ; 1 report associated with patient problem code 2073: sjogren's syndrome. ; 1 report associated with patient problem code 2101: thrombus. ; 1 report associated with patient problem code 2120: infection, urinary tract. ; 1 report associated with patient problem code 2139: vision, loss of. ; 1 report associated with patient problem code 2146: burning sensation. ; 1 report associated with patient problem code 2153: hot flashes. ; 1 report associated with patient problem code 2156: immuno-deficiency. ; 1 report associated with patient problem code 2191: chills. ; 1 report associated with patient problem code 2193: cramp(s). ; 1 report associated with patient problem code 2194: dizziness. ; 1 report associated with patient problem code 2208: rupture. ; 1 report associated with patient problem code 2214: abortion, induced. ; 1 report associated with patient problem code 2238: myalgia. ; 1 report associated with patient problem code 2275: urinary frequency. ; 1 report associated with patient problem code 2352: hypoesthesia. ; 1 report associated with patient problem code 2353: hypoesthesia, arm/hand. ; 1 report associated with patient problem code 2419: infection, fungal. ; 1 report associated with patient problem code 2422: obstruction. ; 1 report associated with patient problem code 2433: pain, neck. ; 1 report associated with patient problem code 2467: palpitations. ; 1 report associated with patient problem code 2493: ischemic heart disease. ; 1 report associated with patient problem code 2517: sleep disturbances. ; 1 report associated with patient problem code 2543: abdominal cramps. ; 1 report associated with patient problem code 2689: nervous system injury. ; 1 report associated with patient problem code 2697: valvular stenosis. ; 1 report associated with patient problem code 3271: pericardial effusion. ;;; 3.by device problem code(s): ;;; 3102 reports associated with device problem code 2993: no known device problem. ; 285 reports associated with device problem code 1069: break. ;;;b. The average patient demographics: 34 year old females from the united states based on a sample size of 357 of 3387 reports where a patient age was reported. ;;;c. Report source: legal - all reports are from the two sources described within the essure variance letter (e2020002) dated 24apr2020.;;;d. Entities submitting reports: bayer pharma ag. ;;;e. Device(s) involved: essure; ess205, ess305. ;;;an analysis of the mentioned information will be conducted periodically as described within the essure variance letter (e2020002) dated 24apr2020.;